Manufacturer narrative:
Trackwise - (B)(4). Updated field: b4, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. The lot # 3000452532 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Event description:
The hospital reported that when setting up the hst iii system (3.8mm) sealing device did not come loose, but rather that it had come undone before the setup. It was not rolled during step 1. It was not seated in the delivery device, step 1. The seal was in a dislodged state. There was no attempt to deploy the seal into the patient's aorta. A new heartstring was opened and the surgery was completed successfully. There were no consequence or impact to the patient. There was no delay.

Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.